Manufacturer narrative:
Lifescan (lfs) has reqeusted return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan (lfs) alleging a battery indicator issue with a one touch ultramini meter. The reporter indicated that the alleged issue started on (B) (6) 2010, at 2:30 am. Five days later on (B) (6) 2010, at 11:30 am, the reporter claimed that the patient developed symptoms of shakiness and nausea. At 1:00 pm that same day, the patient administered self-treatment by eating food and/or drinking a beverage. The reporter denied that the patient's blood glucose was tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, if he was still able to test with the meter before the symptoms developed, and what actions the patient took before the symptoms developed. Through troubleshooting, the customer service representative (csr) determined that the meter's battery did not need to be replaced. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a symptom of shakiness which can be associated with a severe hypoglycemia 5 days after the alleged issue began.